Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification for a lead integrity alert (lia). The patients clinic was notified that the right ventricular (rv) lead displayed increased sensing integrity counter (sic), variable pacing impedance, and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.